Event description:
(B)(6) (rash or skin irritation or bruising). A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed advantan 0,1% ointment for the skin irritation. Follow up indicated that the skin irritation improved.